Event description:
This decedent needed to use a rolling walker -wheeled rollator- to assist in ambulation. This model rollator -probasics model/ref #1034- has a seat above the wheels. The decedent was seated on the seat and his wife was pushing the rollator -as though it was a wheelchair- when the wheels of the rollator struck a doorway transition. The rollator tipped over 'backwards' and the decedent struck his head. He suffered a large, acute subdural hematoma that resulted in his death.